Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having to recharge more often. The ins was removed and was going to be returned for analysis. It was unknown what factors led to the issue. No further complications were reported.